Manufacturer narrative:
Final analysis found that the insulation was abraded at 22.8 ¿ 22.9 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13277. It was reported a patient presented in clinic for a procedure on (B)(6) 2021 due to right ventricular and atrial lead noise. Both leads were extracted and replaced. Post-procedure the patient was stable.